Event description:
Customer tested 54 mg/dl on the compact system and self treated with plum juice and fruit jelly. Customer re-tested within 10 mins and obtained result of 122 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.